Event description:
The manufacturer received information alleging a ventilator's screen turns blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device's lcd display was replaced to address the issue.